Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
An attempt was made to advance the ivus in the 90% stenosed, 360 degree calcification left coronary artery (lcx), however, was unsuccessful. An attempt was made to advance the diamondback 360 orbital atherectomy device (oad) with glide assist, however, the s-shaped bend in the vessel resulted in resistance. Two low speed treatments were performed. The oad continued to be unable to cross the lesion. The physician pushed on the oad which resulted in moving the viperwire advance guide wire. A perforation was observed. The oad and guide wire were removed. Balloon angioplasty was performed to resolve the perforation. The patient was stable and admitted to the hospital for observation.

Manufacturer narrative:
The oad was returned with the guide wire spring tip engaged in the driveshaft tip bushing. Significant resistance was observed when attempting to remove the guide wire from the spring tip. Scanning electron microscopy analysis could not confirm if the driveshaft contacted the spring tip while spinning or axially while not spinning. The exact cause the oad and wire made contacted could not be confirmed, however, was suspected to be due to use during the procedure . The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).